Event description:
Per the clinic, the patient experienced a loss of osseointegration. It was also reported that the patient underwent an explantation/reimplantation (date unknown).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient underwent a surgical procedure to remove skin overgrowth on (B)(6), 2011. This report is filed (B)(6), 2011. Implanted device remains.